Manufacturer narrative:
The customer¿s report of a leak at the texium cap during an infusion was not confirmed. Visual inspection of the received set showed a blue priming cap at the texium luer end. Bd texium sets are packaged with an orange priming cap, not blue. Functional testing resulted in no leaks at the blue cap or anywhere else on the set. Pressure testing identified no anomalies with the set. The root cause of the reported leak could not be determined.

Manufacturer narrative:
Concomitant medical products: received 25ml baxter bag ndc 0338-0049-10 lot number p368035 exp may 18 0.9% sodium chloride. 50ml baxter bag ndc 0338-0049-41 lot number p365452 exp jun 18 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tubing leak during an infusion of cytarabine at the texium cap and the end cap of the central line. There was no patient harm.